Event description:
MFR received a report from a claims adjuster alleging the nebulizer caught fire causing damages to the carpeting and surroundings. No injury was reported as a result of the incident.